Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a onetouch verioiq meter was not powering on. This complaint was classified using the customer care advocate's documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 3:30am. The patient reported at an unknown time in proximity to the alleged issue occurring, she felt nauseated. The reporter stated she did not receive any treatment in response to her symptoms. There is no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.